Manufacturer narrative:
The information provided treatment code with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer stated treated with glucagon shots for low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 13 mg/dl. The customer¿s current blood glucose value was 173 mg/dl. The customer treated low blood glucose value with glucose tablet. The customer also mentioned other blood glucose values such as 248 mg/dl. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.